Event description:
Pdrn was training on a dummy tummy at the clinic. There is no patient involvement during dummy tummy training. Cycler was in fill one of treatment. Upon removing the tubing set from the cycler, fluid was found leaking inside the cycler. Sample has not been returned to the MFR.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.